Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: a root cause for this incident has not yet been determined. A corrective and preventative action has been opened to further investigate this issue. This MDR is linked to complaint #(B)(4). UDI #: unknown.

Event description:
The company received notification of an MDR filed by an assay developer (MDR 1218996-2015-0001), which was submitted in 2015. The MDR noted that suppressed lead level results were found when using the assay developer's leadcare ultra with certain tubes. Though the MDR did not include reference to bd, the email to the company indicated that use of bd tubes may have resulted in the suppression of lead level results. The assay developer indicated in the 2015 MDR and the e-mail that this issue had been remediated in a 2014 customer notice with instructions for implementing an incubation period of the blood-treatment reagent mixture. There was no report of injury or medical intervention.